Event description:
The plaintiff's attorney alleged that the decedent expired on or about (B)(6) 2010 as a result of cardiac arrest while undergoing dialysis that used the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.